Event description:
Boston scientific crm rec'd information that this right ventricular lead was not capturing and was undersensing. The lead was tested through the pacing system analyzer and again, no capture was noted. As a result, the lead was repositioned successfully. No adverse pt effects as a result of the procedure. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.